Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. E2: initial reporter address 1: (B)(6). Device evaluated by MFR: the carotid wallstent was returned for analysis. The device was returned with the stent in the correct position on the delivery system. A visual examination found the device was received separated in 2 sections. The stainless-steel shaft and the stiffening wire were detached from the rest of the delivery system. In addition, the core wire was noted to be kinked. The reported event cannot be confirmed.

Event description:
Reportable based on device analysis completed on 19nov2025. It was reported that device did not cross lesion occurred. The target lesion was located in the moderately tortuous vessel. An 8.0-29 carotid wallstent was selected for use. During the procedure, the stent could not cross the dissection portion, and the procedure was cancelled due to unavailability of additional stent device. There were no patient complications as a result of this event. However, returned device analysis revealed a stainless-steel shaft and the stiffening wire detached.